Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment, the guide wire tip detached. The occlusion was situated in the left arteria fibularis and was described as heavily calcified. When the physician advanced the wire to recanalize the lesion, the tip of the v-14 control wire detached. As the artery was occluded, the physician felt that the detached tip would not cause any further problems and it was left in the vessel. The doctor decided to open the occluded anterior tibial artery and completed the procedure. No patient complications were reported and the patient status was stable.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment, the guide wire tip detached. The occlusion was situated in the left arteria fibularis and was described as heavily calcified. When the physician advanced the wire to recanalize the lesion, the tip of the v-14 control wire detached. As the artery was occluded, the physician felt that the detached tip would not cause any further problems and it was left in the vessel. The doctor decided to open the occluded anterior tibial artery and completed the procedure. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
The device was received for analysis. The device presents the coating peeling at its most distal side (about 0.5cm) and also it is fracture at 181.5cm approximately from proximal end. All the outer diameter measurements are within the specifications. The portion fractured was sent to the sem lab for analysis. The failure occurred due to a cyclic bending overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).